Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited that the supply pressure sensor and relief mode not working properly. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The date of event is unknown. A supplement report will be submitted if provided. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on the pinch valve the relief mode was not working properly. However, the most probable cause for failed function of supply pressure sensor was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.